Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 390 mg/dl at the time of the incident. The customer was at 375 mg/dl at the time of admission, and 169 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump passed the high pressure test. The insulin pump will not be returned for analysis.